Manufacturer narrative:
Concomitant products: 429888 lead; 5076-45 lead, implanted (B)(6) 2017. Product event summary : the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) had a power on reset (por). Interrogation was done, which cleared the reset and the device remains in use. No patient complications have been reported as a result of this event.